Event description:
A report was received that the patient was having charging issues due to the pocket being to deep and that the ipg was horizontally placed. The physician replaced the ipg with a new one due to preference. The patient was reportedly doing fine after the revision procedure.